Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient was doing well with the new implantable neurostimulator. The device was replaced due to normal end of service and the manufacturer representative did not force the device into end of service. There were no patient symptoms or complications reported. ***review of this additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.***

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had reached an end of service (eos) battery status as it was off/disabled and no longer providing therapy. The patient stated that they saw an eos error message around (B)(6) 2016. The patient was to follow up with their healthcare provider (hcp) regarding the replacement of the ins. No patient symptoms were reported and there were no complications. Indication for use is unknown. Additional information was received from a patient on (B)(6) 2017. The patient stated that after 10 years of their stimulator working just fine they were charging with no problems what so ever. They went to an office visit with a manufacture representative (rep) who attached their computer and they began to program the stimulator to stop on the (B)(6). The patient thinks that the rep programmed it to turn off. The patient had their ins replaced. Their stimulator stopped right on the (B)(6) but had been charging fine and working fine before the rep programmed it to fail. No further complications were reported/are anticipated.